Manufacturer narrative:
The serial number of the device was requested, but this information was not able to be provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were sent to technical services to be reviewed for concerns of an alarm that occurred on (B)(6) 2022. At the time of the alarms, the power module lights did not light up. The patient's power module was exchanged. The exchange resolve the alarms.

Event description:
Related manufacturer report number: 2916596-2022-11616.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm activating and the power module not producing visual signals during the alarm was not confirmed. The submitted log file contained approximately 5 hours of data ( (B)(6) 2022 from 4:21:02 to 9:12:16 per the timestamp). The log file data did not indicate any issues with the power module. The reported alarm was not captured in the log file despite the date and time, on which the reported alarm activated, being captured in the log file; it was reported that the alarm activated on (B)(6) 2022 at approximately 9:00. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the exchanged power module would not be returned for evaluation. It was also reported that the alarm resolved by itself and that the cause of the alarm was unknown. Although not conclusively determined, shorting of the alarm wire on the patient cable may result in intermittent audio alarms on the power module. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the power module could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment, including the power module and the power module patient cable, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.